Manufacturer narrative:
A complaint sample was not returned for analysis, as the devices involved in this incident were implanted in the pt. Inflammatory complications are known to occur with or without embolization coiling of cerebral aneurysms, are not specific to the embolization coil material of construction, and are more likely to occur with increased aneurysm size. Increased aneurysm size is associated with greater thrombus formation, the breakdown products of which are known to be highly chemotactic, and inflammatory. The microplex (mcs) bare platinum coil instructions for use contains info alerting the physician to this potential complication.

Event description:
The attached article by h. Donmez, et. Al., reports on the development of perianeurysmal edema, aseptic meningitis, hydrocephalus, and hemiparesis, 6 weeks following treatment of a giant (32 mm x 35 mm x 29 mm) left cavernous carotid artery aneurysm using microplex (mcs) bare platinum coils and tow detachable balloons (not manufactured by microvention). Ventriculoperitoneal shunting and corticosteroid treatment improved meningeal symptoms and hydrocephalus, but hemiparesis had not regressed.